Event description:
It was reported via repair work order that the siderail latching spindle is broken off the litter frame with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.